Event description:
At 11:56 a.m. I attempted to turn off my hand programmer, placed on battery implant by pushing the bottom blue bottom. I heard one beep, stimulation did not turn off. Eight days ealier in a.m. I woke up from sleep, the device turned was on maxium setting, would not off. Went to emergency room. Device was working lower.